Manufacturer narrative:
(B)(4) evaluated the device and the reported condition was confirmed. The findings revealed that this event was due to improper care and maintenance. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
The device was returned without any allegation of deficiency, injuries or medical intervention at the site. However, during service and repair pre-testing, the following malfunctions were observed on the hand piece device: a frayed cap cable, loose connector on the muffler, male pin was pushed in, loose set screws, and the cutter was not secure. As a result, testing could not be performed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.